Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. Intermittent noise was also observed. Attempts to recreate noise and out of range measurements in clinic were unsuccessful. An x-ray of the lead did not reveal any anomalies. An invasive procedure was performed. The device was successfully explanted and the lead was surgically abandoned. A new system was successfully implanted. No additional adverse patient effects were reported.